Manufacturer narrative:
When the catheter was received, both extensions were split wide open, exhibiting more than just the venous split described in the incident report. Evaluation of the catheter reveals a deep yellow discoloration at the site of the bifurcation extending proximally about 2 cm. The opacity, sweelling, and split also extend proximally about 2-2.5 cm along the extention legs. A ridged distortion is noted in a white line. The split appears to have formed along the white line, and appears to be smooth and glossy. The split appears to open outward, suggesting that the extention burst under positive pressure. It appears that the cloudiness and discoloration of the extension is on the outside, working it's way toward the inside of the lumen. It is localized ot one area on the extensions, and is at the site of dressing changes and disinfecting procedures. The catheter is more intensive, and the splitting more severe than has been seen before. The printed priming volumes has been entirely wiped off of both sides of the extentions. These are signs of chemial attack or long use. A device history review is not possible as the lot number is not known. The split in the extension is confirmed. It appears that the sewlling and discoloration could be a result of cleasing disinfetants absorbing into the tubing. The extension tubing could have been weakened over time by over pressurization during dialysis treatments and/or patency maintenance of the catheter, causing it to fatigue. Poor flow rates can occur from poor placement position, or clotting or kinking problems. A history of these issues associated with this catheter are unk.